Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of hose damage could be confirmed. During service the device was found to have "internal rub." If additional info becomes available a supplemental report will be submitted.

Event description:
Report received from USA stating that service was required for the device. During servicing hose damage was noted. It is unk if the device was used in surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.